Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer blood glucose level at time of incident was 448 mg/dl. Customer current blood glucose level was 231 mg/dl. The customer was treated with pen. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that insulin pump was not working well and under delivering as it was the second time this happens and there seems no explanation. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that reservoir had some champagne size bubble. Customer was assisted with troubleshooting for high blood glucose. Customer states that high pressure test failed and repeated test it the triggered a motor error. The insulin pump will be returned for analysis.